Event description:
Used product (super polygrip) for approx 6 years - to hold partial dental plate in my mouth. Quit taking it in 2008, when I had remaining teeth pulled and full dentures inserted (at that time, there was no need to continue use of the product). In 2003, several months after beginning to use this product, I developed an autoimmune disease (cipd) that caused my hands, forearms, feet and calves to go numb. After been treated by a neurologist since 2003. In addition, soon after developing the autoimmune disease, I developed atrial fibrilation (irregular heartbeat) and had to be hospitalized for this condition. In addition to numbness, I have developed continual weakness and muscular cramps in my legs, and now walk very slowly (with a cane), and as condition worsens, may need a wheelchair to get around. Dose or amount: enough to keep partial plate in. Frequency: 2 - sometimes. Dates of use: 2002 - 2008 (approx). Diagnosis or reason for use: to keep partial plate in. Event abated after use stopped: no.